Event description:
After 2 hours in use, the tube detached from drip chamber.

Manufacturer narrative:
Attempts have been made to obtain additional info. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: january 17, 2008.